Event description:
It was reported that the device was showing last error code (lec). No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. Initial reporter also sent report to FDA is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022: no further information known. Issue occurred during pumps set up, no clinical consequence observed. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found the device showing lec 1310 after power up. The 1310 error occurs when the pump is stored with the batteries installed long enough for the batteries to become depleted. Low voltage was the issue that led to the alarm and were customer induced. The error was cleared as corrective action. The root cause of the reported problem was undetermined/unknown. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).